Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco / lobectomy procedure, there was a bleeding from the stump after sealing and cutting, and the problem was solved by ligation. The incision site was extended by less than 3 cm but there was no tissue damaged and no additional tissue resection. The product did not lock on tissue and was removed from the tissue without damaging it. There was less than 200 cc of bleeding occurred as a result of the issue but blood transfusion was not required. It was noted that there was no re grasp tone but there was a seal tone and end tone. The procedure was extended by less than 30 minutes. Hemostasis was performed and the procedure was completed. There was no patient injury.